Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 4.5; lab: 2.7. Date: (B)(6) 2011; inratio: 3.2; lab: 2.7. Pt's therapeutic range is 2.0-3.0; he's usually between 2.3-2.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011; inratio meter = 4.5; reference = 2.7; mean = 3.6; confidence limits = 2.0 - 5.0. Date: (B)(6) 2011; inratio meter = 3.2; reference = 2.7; mean = 2.95; confidence limits = 1.8 - 4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. As reviewed on 02/20/2011, 60 discrepant results complaints were reported for lot # 233029 yielding a complaint rate of 0.1%. Action threshold has reached. Since strip lot released, in-house therapeutic sample tests were performed for retain and returned strips. Customer's observation has not been reproduced in test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.